Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's extensions migrated due to ipg flipping in pocket. The patient's ipg was near end of service, it is unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced, and the extensions were repositioned.

Manufacturer narrative:
The reported event for ipg flipping in the pocket was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.